Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: (B)(4) avenirâ® mãiller; stem, (B)(4); (B)(4) trabecular metal acetabular revision system; buttress augment (B)(4); (B)(4) trabecular metal acetabular revision system; column buttress, (B)(4); (B)(4) trabecular metal acetabular revision system; column buttress, (B)(4); (B)(4) shell with multi holes porous (B)(4); (B)(4) femoral head product (B)(4); (B)(4) constrained liner with ring (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05117, 0002648920-2017-00470, 0001822565-2017-05118, 00002648920-2017-00471, 0002648920-2017-00472, 0002648920-2017-00473, 0002648920-2017-00474, 0002648920-2017-00476, 0002648920-2017-00477 and 0002648920-2017-00478.

Event description:
It was reported by patient's legal counsel that the patient died approximately two years post implantation due to respiratory failure related to chondrosarcoma. The proximate cause of her death was infection and necrosis from negligence during and after surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. DHR indicates the device was sterilized to specifications. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient's legal counsel that the patient died approximately two years post implantation due to respiratory failure related to chondrosarcoma. The proximate cause of her death was infection and necrosis, treated with amputation, from negligence during and after surgery.